Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described as the patient did not wash their hands during therapy. The event was manifested by cloudy peritoneal effluent. The patient was not hospitalized. Two days later, the patient was diagnosed with peritonitis and started treatment with intraperitoneal fortum (2g daily) and intraperitoneal vancomycin (2 every fifth day) for peritonitis. Dianeal therapy remained ongoing. Seven days later, the patient was deemed recovered and antibiotics were discontinued seven days after recovery. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.